Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and no defect was found on the cap. When the cap was connected to the transfer set, no leak noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental a visual inspection was performed on the returned samples report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had iodine leakage during use. The minicap was replaced. There was no patient injury or medical intervention associated with this event. No additional information was available.